Event description:
It was reported in an abstract that 255 underwent percutaneous vertebroplasty (pvp) and 122 patients underwent balloon kyphoplasty (bkp) to treat single-level osteoporotic vertebral fractures (ovf) with intervertebral clefts (ivc) between 2003 and 2012. Both procedures were performed under general anesthesia with biplane fluoroscopic guidance using bilateral transpedicular approach. It was reported that the cement leakage rate was 21% (26 patients) in bkp group. There were no "neurologic and systematic complications due to cement leakage." The type/manufacturer of cement used in this study was not specified in the article.

Manufacturer narrative:
Literature citation : matsuura, masaki et al. "Percutaneous vertebroplasty versus balloon kyphoplasty for osteoporotic vertebral fra cture with intravertebral cleft". The spine journal 14 (2014) is-183s; p51: 123s. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.